Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's buttons were unresponsive. Priming was starting and stopping. The act and esc buttons were not working properly. Customer's blood glucose level was 500 mg/dl. He treated his high blood glucose level with an insulin injection. The customer called 911 on (B)(6) 2016. His blood glucose level was 40 mg/dl at the time of the 911 call. The customer was in the hospital for a week. The customer was working out in the yard and passed out. The customer was disoriented when he arrived to the hospital. The insulin pump was removed when he was admitted into the hospital. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.